Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, when the ventilator was booted, it stopped loading the software and a black screen appeared. It was not possible to operate the unit. There was no pt involvement reported.